Event description:
The device was used during a lar procedure. Reportedly, the instrument was difficult to open. The surgeon resected the application site and applied another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.